Manufacturer narrative:
(B)(4). Approximate age of device ¿ 29 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was made 1a status on the heart transplant list as a result of an elevated lactate dehydrogenase level and suspicion of pump thrombus. The patient received a heart transplant on (B)(6) 2017. No further information was provided.

Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline severed approximately 4 inches from the pump housing. The distal end was not returned. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed and no abnormalities were found. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No device-related issues were identified during the evaluation of the returned pump and a direct correlation between the device and the reported event could not conclusively be established. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.